Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a uv flash transfer set leaked. The reporter stated that the leak was coming from the silicone tubing, but the exact location of the leak was unknown. The leak was identified during patient use. There was no patient injury or medical intervention reported. No additional information is available.